Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device alerted. It was noted that the device was in charge circuit timeout. The device remains implanted. No patient complications have been reported as a result of this event.